Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture, baker grade iii.

Event description:
Patient's representative reported that the patient is suffering pain, hardening of the breast and diagnosed with capsular contracture , baker grade iii. Device remains implanted. This complaint captures the left side.

Event description:
Healthcare professional later reported double capsular. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.